Event description:
Reporting status: serious injury/permanent damage. Reporting rationale: dislodged stent compressed against a non-diseased vessel is considered to be permanent damage. Device issue: stent dislodgement. It was reported that after an unsuccessful attempt to cross the lesion, the stent implant came off the rx xience v stent delivery system (sds). A snare device could not retrieve the stent implant. The dislodged stent was compressed against the vessel wall with a balloon catheter. No additional event or patient information is available.

Manufacturer narrative:
Results - a conclusive root cause could not be determined for the stent dislodgement. Evaluation summary: quality assurance analysis revealed that the sds was returned without any blood visible. There was moisture visible in the inflation lumen. The balloon was tightly folded. There were crimp marks on the balloon where the stent implant had been between the markers. There were no kinks noted to the distal shaft. There was no damage noted to the sds. The tip seal length was measured and met manufacturing criteria. Product performance engineering reviewed the incident information and analysis of the returned device. The analysis of the returned sds noted no visible blood on the stent delivery system. There was moisture visible in the inflation lumen. In addition, there were crimp marks between the markers on the tightly folded balloon that indicated that the stent implant had been properly positioned at the time of manufacture. There were no kinks noted to the distal shaft and there was no damage noted to the sds. This is all consistent with the reported information that the device was prepared for use and inserted in the body. But the balloon was not inflated. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with a product quality issue. The tip seal length of the returned device was measured and met manufacturing criteria. In this case, no patient anatomy information was provided, which may have aided in the investigation and determination of a root cause for the reported failure to cross. The stent implant was not returned, confirming the reported stent dislodgement. Stent dislodgement can be influenced by many factors, including, but not limited to: improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation, negative pressure during sheath removal, forced sheath removal, handling of the stent during preparation, and interaction with the lesion, accessory devices, and /or previously implanted stents. There was no report of damage to the sds or stent implant prior to use, suggesting that the stent dislodgement was a result of the procedure. In this case, although a conclusive root cause for the reported inability to advance and stent dislodgement cannot be determined, there does not appear to be an indication of a lot specific product quality issue. This MDR is considered closed by the product performance group.